Event description:
Additional information was received from a healthcare professional (hcp). It was reported that as troubleshooting related to the low battery reset and safe state the logs were read and safe state was seen so the patient was admitted. As diagnostics related to the mild withdrawal symptoms, the patient was started on oral baclofen and valium and was admitted for observation and management. As an action/intervention to the low battery reset and safe state the pump was surgically replaced. The cause of the low battery reset was determined to be that the pump was nearing end of battery life, the elective replacement indicator (eri) was at 8 months. The low battery reset and safe state with mild withdrawal symptoms was not resolved at the time of this report.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The pump stalled and had premature battery depletion. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The pump was replaced (B)(6) 2017 and the issue was resolved. Patient status was alive - no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 2,000 mcg/ml gablofen at a dose of 850.7 mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that on (B)(6) 2017 the patient's pump was critically alarming. The pump logs were checked and a low battery reset and safe state were seen. The patient began experiencing symptoms of mild withdrawal on (B)(6) 2017 and this was regarded as a gradual change in symptoms. Additional information was received from a healthcare professional (hcp). It was reported that as troubleshooting related to the low battery reset and safe state the logs were read and safe state was seen so the patient was admitted. As diagnostics related to the mild withdrawal symptoms, the patient was started on oral baclofen and valium and was admitted for observation and management. As an action/intervention to the low battery reset and safe state the pump was surgically replaced. The cause of the low battery reset was determined to be that the pump was nearing end of battery life, the elective replacement indicator (eri) was at 8 months. The low battery reset and safe state with mild withdrawal symptoms was not resolved at the time of this report. Additional information was received from a device manufacturer representative (rep). The patient's pump was going to be replaced due to normal battery depletion, but when the pump logs were checked, the logs showed a low battery reset occurred. It was noted the logs showed the patient still had 10 months before the elective replacement indicator. The rep was noted to be in the operating room. It was noted the rep was made aware over the last weekend [2017-jan-14] that the patient's pump needed to be replaced due to normal battery depletion and that the patient was starting to get withdrawal. The rep was made aware of the low battery reset on (B)(6) 2017. The low battery reset was noted to have occurred on (B)(6) 2017 at 1:15.

Manufacturer narrative:
Analysis of the pump found that there was a low battery reset with an undetermined cause and there was a low reset lab failure with an undetermined cause.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies.

Event description:
Additional information was provided by a healthcare provider via manufacturer's representative on 2017-feb-10. The pump replaced on (B)(6) 2017 at 15:30. It was noted under clinical data that the pre-operative diagnosis was (1) baclofen pump battery depletion and (2) baclofen withdrawal. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 2,000 mcg/ml gablofen at a dose of 850.7 mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that on (B)(6) 2017 the patient's pump was critically alarming. The pump logs were checked and a low battery reset and safe state were seen. The patient began experiencing symptoms of mild withdrawal on (B)(6) 2017 and this was regarded as a gradual change in symptoms. The patient's family mentioned that this pump had been problematic since the patient had it placed and reported having to keep increasing the dose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.